Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a light lead and hand piece that the customer feels were damaged inside this tray. There was no patient involvement.